Event description:
It was reported that the asymptomatic patient's atrial lead exhibited an increased capture threshold and loss of capture at high output. Patient presented for procedure to address the issue. During procedure, the helix was not extending. The lead was extracted and replaced. Patient was stable following the procedure.